Manufacturer narrative:
Correction: g2: report source: health professional and company representative, due to omission of "company representative" in original report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, migration and perforation of the heat wall and lung. The lead presented high pacing thresholds, loss of capture, undersensing and high impedances and it was removed in the operating room with a surgeon and electrophysiologist. The patient was hospitalized in the ICU, a chest tube was needed and was intubated for the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, migration and perforation of the heat wall and lung. Lead presented high pacing thresholds, loss of capture, undersensing and high impedances. Lead removed in the operating room with surgeon and electrophysiologist and the patient was hospitalized in the ICU and intubated. No additional adverse patient effects were reported.